Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The patient reported low prime volume which indicates that the pump dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the pump successfully performed the rewind, load, and prime steps. A cartridge with 130u was filled and correctly detected by the piston rod. A force sensor calibration test was performed, and the pump was shown to not be detecting the correct force at 5 pounds. The force sensor resistance was found to be within specifications. The pump cover was opened, and no defect was found to the internal circuit board.